Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced stomach spasms a couple of days after the system was implanted. As such, surgical intervention was under taken on (B)(6) 2021 wherein the entire system was explanted to address the issue. Reportedly, the stomach spasm has resolved.